Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a micro-volume syringe inlet had particulate matter inside the packaging. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the actual sample was received for evaluation. A visual inspection was performed which observed loose particulate matter inside the sealed packaging. The particulate was not touching the product. Further magnified inspection noted the loose particulate matter was blue in color and approximately 2.00 square millimeters. The reported issue was verified. The cause of the condition was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.